Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the tip of the device was drilled bent was confirmed. An assessment was performed and it was determined that the laser etching was worn off, and the tip of the device was drilled/bent. It was determined that the cause of the worn etching was due to normal wear over time, due to sterilizing process. The condition of the bent tip was determined to be due to excessive side load when using the device causing the tip to be drilled and bend. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During service and repair, it was observed that the tip of the device was drilled and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.